Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotic (for 7days) for the event. At the time of the report, the event was ongoing. Pd therapy was ongoing. No additional information is available.